Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: .8, lab: 1.5

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: .8, lab: 1.15, mean: 1.5, confident limits: 1.0-1.5. As per internal procedure the inratio value is not within confident limit. So the product will be investigated. The test run was not done on the patient it was done on the user. So no confident limit can be determine.